Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the anterior and posterior cuffs captured their respective needles during the needle plunger deployment. However, during the suture retrieval via needle plunger retraction, the suture knot was severely scratched, torn, and unraveled, indicating resistance was encountered. The needle plunger was reinserted and retracted successfully without any observable resistance. Subsequently, because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. A failure to achieve hemostasis occurred, which required the use of an alternative treatment to achieved hemostasis. Possible contributing factors for the reported suture knot being severely scratched, torn, and unraveled included, but not limited to, manufacturing deficiencies, patient anatomical conditions, and operator deployment techniques. During manufacturing, every suture including the knot is inspected for proper assembly. There was no reported patient challenging anatomical conditions that could have contributed to the damaged suture knot. The deployment technique of the operator may have been a factor. A torn, scratched, and unraveled suture knot suggest that the anterior cuff might have been caught up within the knot during needle plunger retraction. Forcibly pulling the anterior cuff through the knot via retracting the needle plunger would scratch the knot as observed. However, there was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect deployment technique that could have contributed to the torn and scratched suture knot. Based on the manufacturing inspection criteria and analysis of the returned device, the probable cause for the severely scratched, torn, and unraveled suture knot could not be determined. No manufacturing or quality deficiency was detected. A search of the lot history record for the reported lot did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specifications. A query of the complaint database for this lot revealed no other incidents with reported scratched, torn, and unraveled suture knot. A quality control audit inspection is performed to verify product quality. In addition, samplings of units are destructively tested to verify product quality to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that after an unspecified interventional procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, during suture deployment, the needle plunger and the suture could not be removed from the device. The suture was cut, which freed the device that was removed over a guide wire. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.